Manufacturer narrative:
Analysis of the ins found no significant anomaly. It was noted that the battery was at normal end of life with no telemetry and no output. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information no other diagnostics had been performed and the cause of the issue was not determined. It was stated the patient¿s ins was returned and the patient was ¿receiving effective therapy¿ at the time of follow-up.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient programmer had become unresponsive at the ins. It was noted that the patient programmer ten ded to be particularly responsive when the patient was in a supine position. Therapy could not be administered in the current state. It had become more difficult to move after the problems performing telemetry had started. It was noted that this was the first time something like this had happened. It was noted that "the effect of strong electromagnetic wave or damage due to physical impact were possibilities but the patient had no recollection of such events." Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was implanted for both sides. The programmer had not worked smoothly for the right side implantable neurostimulator (ins) since (B)(6) 2013. The patient had visited the hospital at the beginning of (B)(6) 2014. It was noted though telemetry was carried out with the clinician programmer the programmer had not worked. It was further noted that after nearly ten attempts it was finally able to work. The battery power was at 3.72v, ok and it was found to have no issue. It seemed to have a low possibility of it being the cause of the low battery condition. Telemetry resulted in failure. The patient¿s programmer worked a few times a day and worked especially in the face-up position. Manufacturing representative had visited to test with the device and had attempted telemetry over ten times, changing the device and patient position but telemetry had failed. It had failed with the clinician programmer. The ins would be replaced since it was unable to treat the patient with the relevant device. (B)(6) 2011 the device was newly implanted and telemetry had not had an issue after implant. (B)(6) 2014 the staff confirmed the device failed in telemetry. (B)(6) 2014 the ins was scheduled to be replaced. It was noted the left ins with the same parameter worked normally. The cause was unknown. It was further noted that this was the first issue.